Manufacturer narrative:
Due to a recent (B)(4) inspection, this MDR is being reported late as a result of a re-evaluation.

Event description:
Curve of blade not "smooth/sharp" enough. "Catching" on babies skin in circumcision.